Event description:
It was reported that the device did not seal. A left atrial appendage (laa) closure procedure was performed, and a 27mm watchman flx laa closure device was implanted on (B)(6) 2024. At a routine follow up, it was noted via computed tomography (CT) imaging that the device had a 5mm leak present. There was no evidence of thrombus, and no movement or shift of the device was noted. The patient was on a medication regime of eliquis 2.5mg and aspirin 81mg at the time of the event. There were no patient complications reported.